Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device.

Event description:
It was reported that the patient underwent a full revision due to infection (infektio). Later it was reported that the infection was seen at lead site. The cause of the infection was determined to be due to vns surgery. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No other relevant information has been received to date. The explanted products are not available for return.